Event description:
It was reported to resmed that an activox device alarmed low oxygen purity while in use on a patient resulting in admission of the patient to the hospital for copd exacerbation. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The sieve bed will be replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device is currently being returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an activox device alarmed low oxygen purity while in use on a patient resulting in admission of the patient to the hospital for copd exacerbation. There was no patient harm or serious injury reported as a result of this incident.